Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic inspection of the tip indicated it had slightly degraded. Visual inspection of the fiber body did not identify any breaks or defects. Functional testing of the fiber identified there was no light exiting the connector face. This finding is indicative of a fiber fracture within the connector. It is probable that the fracture within the connector occurred during procedural handling of the fiber during setup or use. The instructions for use (IFU) states to hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement. Based on analysis results, a conclusion code of cause traced to component failure was assigned which indicates an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during introduction of the fiber inside the patient, the metal tip of the fiber was overheating. There were no patient complications. No information was available regarding the procedure's outcome. Analysis of the returned fiber identified a fiber fracture within the connector.